Manufacturer narrative:
For the subject h10 driver model, conventus orthopaedics, inc. Reviewed the applicable dhrs (traceability control forms) and dhf (including design change orders). The DHR review found no manufacturing deficiencies. The dhf review established that the driver design had been dimensionally scaled up from an existing driver model used for a different conventus implant system, with inadequate verification and validation conducted for the new model. Additionally, a series of inadequate design changes led to unanticipated dimensional tolerance stack-up. Overall, it has been concluded that the inadequate design of the subject h10 driver model caused the event. This design issue is being addressed through the CAPA process.

Manufacturer narrative:
The investigation is in progress. Follow-up report(s) will be submitted upon obtaining any additional information. Conventus orthopaedics, inc. Attempted to submit this MDR on (B)(6) 2020 at 4:12pm. (B)(4).

Event description:
This MDR is being reported at this time as part of an internal review of past complaints and service records. On (B)(6) 2019, the surgeon removed a ph cage system (ph cage, plate, and screws). During the surgery, the tip of two 120mm h10 drivers broke off into the heads of the screws. The surgeon proceeded with the complete removal of the ph cage system. Conventus orthopaedics, inc. Is submitting two separate mdrs for each of these two breakage events. This MDR is regarding the second of the two 120mm h10 drivers (model no. 7768-1).